Event description:
Hospital advised that at approximately 9:30 pm, the system stopped infusing, turned itself off, and the user could not restart it. User indicated there was a burning smell in the room. There was no patient consequence.